Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers scrolling during testing noted. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.